Event description:
The customer received a blood glucose reading of 137mg/dl on the contour next link, retested on a different meter and the reading was 67mg/dl. He felt shaky as if he blood glucose was low. He ate a sandwich and felt better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.